Event description:
A customer contacted baxter's (B)(4) requesting assistance setting up therapy on the homechoice (hc). Caregiver (cg) reported home patient (hp) does day therapy and then sets up the hc for night therapy when finished. The hc was accidentally turned off. Technical service representative (tsr) explained to cg the hc was not going to prime properly since the patient line no longer had the blue pull cap on and explained the risk of priming without the cap on. Cg progressed through setup anyway. Cg connected hp for initial drain but was then concerned about air. Tsr strongly advised cg to start over with new supplies. Cg eventually agreed to start over with new supplies. No patient injury or medical intervention was reported with this event.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up MDR will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient to obtain additional information regarding the report of excessive air in the line (B)(6) 2010. The caregiver (cg) stated that she had discarded the supplies after therapy, and did not know the lot number. Cg does not recall any additional information related to what happened to cause air in the line. There was no patient injury or need for medical intervention at that time and patient has continued to receive peritoneal dialysis using the home choice to date. The lot number was unknown; therefore, a batch review was not performed.